Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Additional information received: a photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows a trocar sleeve from top view showing damage (crack) near tip. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, after inserting the trocar, it was noted the trocar was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.